Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that a shaft kinked occurred. The target lesion was located in the circumflex artery. A 15/4.00 flextome cutting balloon monorail was selected to treat the target lesion. During unpacking, when they removed the device from the packaging it was noted that the shaft as kinked. There were no patient complications and the patient's status was fine. However, device analysis revealed a break in the hypotube located at 38.9cm distal to the strain relief.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The device was received in two sections as a result of a break in the hypotube. The break was located at 38.9cm distal to the strain relief. Both sections of the hypotube break, were kinked at various locations along their lengths. The shaft was stretched and coiled. It is clear from the condition of the returned sections of device, that the device was subjected to excessive force. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).